Event description:
It was reported by the aci clinical specialist that an (B)(6) underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel greater than 6 mm in size. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported to the aci clinical specialist that the "balloon didn't deploy". The device was removed and a second mynxgrip vascular closure device 5f was deployed successfully. Hemostasis was achieved. It was reported that the patient was kept overnight for an unrelated surgical consultation. The patient was ambulated and discharged to home on (B)(6) 2012. The aci clinical specialist reported that upon his inspection of the device, the balloon leaked saline immediately upon injection.

Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient, underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel greater than 6mm in size. Following the procedure, the physician who is not a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported to the aci clinical specialist that the "balloon didn't deploy". The device was removed and a second mynxgrip vascular closure device 5f was deployed successfully. Hemostasis was achieved. It was reported that the patient was kept overnight for an unrelated surgical consultation. The patient was ambulated and discharged to home on (B)(6) 2012. The aci clinical specialist reported that upon his inspection of the device the balloon leaked saline immediately upon injection.

Manufacturer narrative:
Describe event or problem is being corrected. -brand name is being corrected. Model number and lot number are being corrected. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 6.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1129807) indicated that the device lot met all established performance criteria prior to shipment.